Manufacturer narrative:
Continuation of d11: product ID 37702 lot# serial# (B)(4) implanted: 2005-(B)(6) explanted: product type implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the patient's devices would not be returned as the customer discarded them. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 37702 lot# (B)(4) implanted: (B)(6)2005 explanted: product type implantable neurostim ulator if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) clarifying the serial number of the ins that was involved iwth the intermittent shocking at the pocket site and high impedances. It was indicated that no further actions had been taken to resolve the shocking at the pocket site. It was reported that the patient turned the stimulator off. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 37702, lot/serial#: (B)(4), implanted: (B)(6) 2005, product type: implantable neurostimulator. Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for lumbar radiculopathy. It was reported that the patient fell last year and after the fall they had intermittent shocking in their battery pocket. It was reported that the fall may have led or contributed to the issue. The rep checked their impedances, which showed contacts 0 through 7 were all over 10,000 ohms. The rep was able to program the 8 through 15 contacts and get the patient coverage, however, they called back an hour later and stated that it was still shocking them. The patient¿s doctor was aware and the patient was instructed to turn stimulation off. The issue was not resolved at the time of the event. No surgical intervention occurred or was planned. The event occurred in (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 37702, serial# (B)(4), implanted: (B)(6) 2005, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the old lumbar spinal cord stimulator, battery and lead, were replaced on (B)(6) 2018. No further complications were reported/anticipated.